Manufacturer narrative:
It was reported that there is a crack on connector of hls cannula. The product has been investigated on 2021-12-06 in the laboratory of manufacturer. The crack on the connector was confirmed and investigation shows that the connector broken into two pieces. Based on the test results, the complaint could be confirmed. The received information states that hls cannula had been used for 10 days on patient. The abnormal power applied on product and there is a chance that position of patient was changed during treatment. However due to lack of information, how much power applied on connector could not be determined. Also, customer asked that if chlorhexidine could cause degradation on polycarbonate which is the material of connector. The effects of chlorhexidine (chx) on polycarbonate has been investigated with r&d and results show that chlorhexidine will cause hydrogen bonds with polycarbonate chains and it will increase the mechanical and thermal stability of polycarbonate. There is no indication was found that the crack on connector is related with the chlorhexidine. Device history records for lot 3000159835 was reviewed. There are no evidences indicating non conformance or deviations of the product in question during manufacturing and final release of this specific lot. Based on the information obtained in this investigation, the reported failure could be linked to the risk assessment and control hls cannulae and the most probable cause could be: use error : lack of attention; the mitigations are in place per instruction for use (IFU) of the of hls cannulae: IFU information: if the patient is repositioned or transported, there is a risk of decannulation caused by strain on the tubing and mechanical damage. IFU information: avoid subjecting the cannula to mechanical loads. IFU information: check the connection between cannula and tubing set regularly. IFU intended use: the maximum duration of use for the hls cannulae with bioline coating in combination with a pls set, pls set plus or hls set advanced from maquet cardiopulmonary is 30 days. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint: #(B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when further information becomes available.

Event description:
It was reported that there is a crack on connector of hls cannula. Hls cannula had been using for 10 days in ECMO. The crack was detected during the circuit change and was found to have no effect on the patient. Complaint#:(B)(4).